Event description:
It was reported that review of a stored ventricular tachycardia (vt) episode containing anti-tachycardia pacing (atp) and shock therapy noted that post shock pacing was left ventricular (lv) only and noted possible loss of capture (loc) on some beats with this lv lead. Technical services (ts) discussed the episode with the physician and recommended further evaluation. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.